Manufacturer narrative:
The reported failure of r ventilator service required errors/no power is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received information that a trilogy 100 ventilator device was unable to power on during a request work order review. There was no allegation of serious or permanent harm or injury. The device was returned to a third-party service center for service. During the evaluation, the service technician confirmed that the device¿s power supply was faulty, unable to charge internal / detachable battery and power up by ac. The device log had error codes: e032 r ventilator service required (err_dsp_2500mv_ref), e131 r ventilator service required (err_control_press_railed), e133 r ventilator service required (err_prox_press_railed), e134 r ventilator service required (err_control_flow_railed), and e136 r ventilator service required (err_airstream_temp_1_railed) recorded. The sensor was faulty and the sensor printed circuit assembly (pca) needed to be replaced to address the issues. Additionally, the power supply, blower assembly, pollen filter, rubber feet, were replaced and the loading firmware was updated to 14.2.05. The unit passed all testing.